Event description:
Swelling in right knee [joint swelling]. Knee effusion [joint effusion]. Slight warmth to the skin (right knee) [joint warmth]. Mild inflammation in the right knee [arthritis]. Case description: a spontaneous report was rec'd on (B)(6) 2010 from an hcp regarding a (B)(6) male pt, initials (B)(6), who experienced a mild inflammation, knee effusion, swelling and slight warmth to the skin in the right knee after starting synvisc. According to the hcp, the pt rec'd synvisc around (B)(6) 2010. Following the second injection in a series of three synvisc injections, the pt experienced mild inflammation in the right knee. The pt went to the emergency room on (B)(6) 2010. In the ER, the pt's knee was aspirated and the aspirate was sent for a gram stain, crystals and culture test. The aspirate demonstrated an increased cell count without bacterial growth. When the pt was re-seen by the hcp on (B)(6) 2010, the hcp observed that there was swelling in the right knee, slight warmth to the skin and mild knee effusion. The pt was not given the third synvisc injection in the series. The hcp notified that the pt will be scheduled for arthroscopic eval of the right knee with irrigation. Any associated pathology will be addressed at the time. According to the hcp, the pt's name as been added to the surgical slate for (B)(6) 2010. At the time of this report, the outcome of the pt was unk. On (B)(4) 2010, add'l info was rec'd in the form of qa results. The product and quality control documentation of lot# w09111, with expiration date, 07/2012 was reviewed. The investigation showed that the product met specs. No associated non-conformances were noted. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Eval summary: the production and quality control documentation for lot# w09111, with expiration date, 07/2012 was reviewed. The investigation showed that the product met specs. No associated non-conformances were noted.